Event description:
It was reported that during a total knee arthroplasty while cutting the femur, the saw blade broke and "flew off" while the saw was still running. Nothing fell into the surgical site. There were no adverse consequences related to this event. The case was completed with a new saw blade.

Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. The issue was due to a loose link. The device is still under eval and this report will be updated if additional info requires.